Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device result/lab inrs were >8.0/3.82 and 7.9/3.82. The pt's coumadin was held. The device was replaced and requested to be returned for eval.